Event description:
Adverse event(s): "no pt or procedural impact" (no consequences or impact to pt). Product problem(s): "unit shut down" (loss of power). A scrub technician reported the system shut down on its own giving no system message. The system was rebooted and the case was then completed. Additional information was received: there was no pt or procedural impact and no cancelled cases.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. The fluidics washers and cpc connector were replaced and the software was updated as preventative maintenance. The screens were also tightened and the filters were cleaned. Parts were disposed of on site. The system was then tested and met all product specifications. (B)(4).